Manufacturer narrative:
A1: patient identifier: no. (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported shaft break occurred. Due to a significant lesion identified on coronary angiography, the patient underwent percutaneous coronary intervention for a lesion in the left anterior descending (lad) artery. Pre-dilatation was performed using a 2.0 x 15mm non-boston scientific (bsc) balloon catheter inflated to 14 atmospheres, followed by a 2.5 x 15mm non-bsc scoring balloon inflated to a maximum pressure of 24 atmospheres. Additional dilatation was performed using a 2.75 x 15mm non-bsc scoring balloon inflated to 22 atmospheres at the proximal lad. Angiographic evaluation showed improved patency of the lesion; therefore, a 2.75 x 32mm synergy shield drug-eluting stent (des) was advanced for treatment. However, the stent could not be delivered, and the stent shaft fractured. The device was removed, and another 2.75 x 32mm synergy shield des was used to complete the procedure. The patient remained stable at the end of the procedure.